Event description:
It was reported that during a lobectomy, a few staples were unformed at the center of staple line. Procedure was completed by add'l suture. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.